Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion" "delivered faster than set rate."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 2. Results: 2.1 a visual inspection was performed. The cover caps on the screw pillars and the seal on the lower housing were missing. The device shows age related signs of wear and tear but no visible damage is located. 2.2 a functional test was performed. The device passed the self-test. An ops 50ml syringe was inserted, the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. 2.3 the device history files were read out and analyzed. No abnormalities were found in the device history. 2.4 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,56%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24. 2.5.1 the device was disassembled, and the inside was investigated. Inside, the device was slightly dirty, but no visible damage was found inside the device. 2.5.2 if the battery was removed and the device was on without contact to mains, it should give an alarm for 3 minutes. On this device the alarm was only given for about 30 seconds. This is not within our specification. A defective capacitor on the main board led to the faulty function. 3. Judgment: 3.1 the complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. The defective mainboard has nothing to do with the described error.